Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. Reviews of the complaint history, documentation, drawing, manufacturer¿s instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. Per clinical reviewer: penetration of a wire guide through the myocardium can result in damage to the heart and pericardial effusion. This can lead to pericardial tamponade, which limits, and may entirely prohibit the heart from contracting as the heart muscle is in essence ¿squeezed¿ from the surrounding blood within the pericardial sac. Without prompt recognition and treatment, the heart will cease to fill with blood and contract, resulting in death. In this case, the perforation and resultant tamponade were identified quickly, and the physician was able to drain the blood from the pericardial space effectively, using a drain. With the limited amount of information available, causes of this event such as device failure, manufacturing issues, patient anatomy, and user/procedural issues cannot be ruled out. Based on the information provided and no product returned, investigation has concluded that a definitive root cause for this event cannot be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [piayda et al., 2018. Sealing capacity of the ventricular muscle band after iatrogenic left....pdf].

Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. Source: piayda, k., hellhamer, k., & veulemans, t.z. (2018). Sealing capacity of the ventricular muscle band after iatrogenic left ventricular perforation during transcatheter aortic valve implantation. Bmj case reports. Doi:10.1136/bcr-2018-225439 - attachment: [piayda et al., 2018. Sealing capacity of the ventricular muscle band after iatrogenic.

Event description:
As reported via the literature, during preparation for a transfemoral transcatheter aortic valve implantation (tavi) with local anesthesia, an unknown cook 0.35 inch fixed-core wire perforated the 86 year-old female patient's left ventricle, resulting in cardiac tamponade. The patient presented with severe symptomatic aortic valve stenosis with progressive shortness of breath (newyork heart association class iii), chest pain (canadian-cardiovascular society class I), and fatigue for over 6 months. During the procedure, an unknown 6fr catheter was used with the wire to cross the aortic valve. During the procedure, contrast media was observed to be spilling into the pericardial space. The physician pulled the catheter back onto the aorta and the patient was monitored. The patient's condition deteriorated and she became hemodynamically unstable with rapid hypotension. Transthoracic echocardiography (tee) showed an expanding pericardial effusion of 12mm when it was decided to perform pericardiocentesis. A pigtail catheter was used to drain the blood from the pericardial space. It was reported that 200ml of blood was evacuated from the space and then re-perfused into the femoral vein. The patient's condition stabilized, with 15ml of blood draining from the pericardial space over the next 10 minutes. Clotting times were kept within low therapeutic range and the decision was made to continue the procedure due to the patient's severe, symptomatic, inoperable stenosis. Another manufacturer's prosthesis was implanted successfully. The pericardial drain was removed the following day, with a 4mm effusion remaining. The patient was discharged to home six days after the initial procedure. Follow up tee at 30 days revealed increased cardiopulmonary capacity, "excellent" hemodynamic results, and no remaining pericardial effusion.